Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer had an unspecified cartridge issue. The customer experienced an elevated blood glucose (bg) level of 600 mg/dl. A cartridge change was performed to address the issue.